Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and confirmed that there was no live video displaying on the monitor in the examination room or in the control room. The fse performed functional analysis and found that the fuse was blown in the b-cabinet. The fse replaced the blown fuse at the b-cabinet to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no live video displaying on the monitor in the examination room or in the control room. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that a fuse in the b-cabinet was blown. The fse replaced the fuse and the device was returned to expected functionality.